Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a during a pulmonary vein isolation a farawave was selected for use. During procedure, it was not possible to remove the guidewire as normal. No patient complications were reported. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a during a pulmonary vein isolation a farawave was selected for use. During procedure, it was not possible to remove the guidewire as normal. No patient complications were reported. The device is not expected to be returned for laboratory analysis. It was further reported by the representative that "electrode/guidewire stuck inside the faradrive ".